Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui)central processing unit (cpu) and both backlight boards. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing the 840 ventilator upper display was unreadable. There was no patient involvement.